Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port are identified in d2. And g4. As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim. During the procedure, after insertion of the dilator with sheath, the dilator and the 0.035 inch guidewire were removed and the catheter was introduced however, advancement was unsuccessful. Upon removal of the sheath, it was observed to be fractured in multiple areas. The procedure was completed using another device. There was no reported patient injury.